Manufacturer narrative:
(B)(4). The peritonitis occurred on an unknown date in ¿early¿ april 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with an intraperitoneal unknown antibiotic and an unknown oral medication. At the time of this report, the patient outcome of this peritonitis event was not reported. Pd therapy was ongoing. No additional information is available.